Event description:
The customer reported a leak from the right side of the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/10/2015. The fse found a leak at the tubing through pinch valve vl46b. The fse replaced the tubing, which repaired the leak. The fse also found the light scatter was maxed out. The fse replaced the light scatter preamp and the element sensor, which repaired the light scatter. The repairs were verified per established procedures. (B)(6).